Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Concomitant medical products: 11-163689-32mm m2a hi carbon hd +3mm nk-699140. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00297. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip revision approximately 14 years post implantation due to the head and neck disassociating from each other. During the procedure the stems neck was found to be deformed and scraped. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed via photos. Visual examination of the provided pictures shows the stem with severe damage to the taper and neck. A review of the device history records identified no deviations or anomalies during manufacturing for x180413. A review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.